Event description:
It was reported that this right ventricular (rv) lead has been showing a constant increase in the shock lead impedance from within range values to high, out of range ones. The rv lead remains in service. A commanded shock was suggested at some point. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.